Event description:
Caregiver was attempting to reposition a pt that was on the bed. The bed moved approx six inches with the brakes engaged. The caregiver injured her back in the incident. No other details were given regarding the injury.